Event description:
It was reported that there was a discrepancy between inspiratory tidal volume and expiratory tidal volume. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
As investigation, provided ventilator logs were reviewed. No parts of the ventilator have reportedly been replaced. In the event log on the reported event date 2 september 2024, there are alarms for expiratory minute volume low and respiratory rate high. The alarm generation indicates a leakage in the patient breathing system. The expiratory minute volume low alarm is generated when the measured expiratory minute volume is lower than the by the user set lower expiratory minute volume alarm limit. A leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. This will lead to an increase in the respiratory rate. According to the test log, successful pre-use checks was performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. There is no indication of a ventilator malfunction. The most probable cause of the reported vti and vte discrepancy was a leakage in the patient breathing system. The UDI information is not available since the device was manufactured before 2015.